Event description:
A malfunction alarm was reported by the caller on their pump, which has occurred at least three times previously. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, advised the customer on steps to take with the new pump, and confirmed they would receive a pump with updated software. The customer acknowledged the instructions, including storage mode and return procedures for the malfunctioning pump, and will use mdi as a backup therapy until the replacement is received.